Manufacturer narrative:
According to the preliminary analysis, the esd (electrostatic discharge) is highly suspected as the trigger of reported event.

Event description:
Upon interrogation of the device on (B)(4) 2016, the following warning message was displayed: "[a3] technical issue on (B)(4) 2016. Defibrillation system potentially ineffective. Contact sorin." Preliminary analysis results revealed the presence of overconsumption. Following livanova's recommendations, a hardware reset procedure was successfully performed on (B)(4) 2016 and stopped the overconsumption of the ICD.

Event description:
Upon interrogation of the device on (B)(6) 2016, the following warning message was displayed: "[a3] technical issue on (B)(4) 2016. Defibrillation system potentially ineffective. Contact sorin." Preliminary analysis results revealed the presence of overconsumption. Following livanova's recommendations, a hardware reset procedure was successfully performed on (B)(6) 2016 and stopped the overconsumption of the ICD.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by (B)(4) that was cleared or approved by FDA for marketing in the united states.

Event description:
Upon interrogation of the device on (B)(6) 2016, the following warning message was displayed: "[a3] technical issue on (B)(6) 2016. Defibrillation system potentially ineffective. Contact sorin." Preliminary analysis results revealed the presence of overconsumption. Following livanova's recommendations, a hardware reset procedure was successfully performed on (B)(6) 2016 and stopped the overconsumption of the ICD.